Manufacturer narrative:
The device was not returned to stryker for evaluation so the reported issue could not be verified. From the description of the reported issue, no device malfunction has occurred and the customer has been re-educated on how the synchronized mode settings work. Root cause traced to use error. A clinical review was completed by stryker which determined the user error may have caused or contributed to the adverse event. The user submitted a voluntary medwatch report to the FDA mw5114127. No further patient information was received.

Event description:
Stryker received an FDA medwatch report indicating that during use of the device for cardioversion, the patient experienced an adverse event in which they were inadvertently shocked into ventricular fibrillation. Defibrillation was performed, and the patient subsequently achieved return of spontaneous circulation (rosc).